Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0zunx, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during implant low impedances were measured on two leads. Impedances were measured to be below 15 ohms for all contacts. After the third lead was implanted, the multilead trialing cable and external neurostimulator (ens) were changed out and the issue was resolved. The manufacturing representative did not know what the cause of the event was, but the cause was potentially a broken ens. The patient was alive with no injury. Refer to manufacturer report #2649622-2016-02650.

Manufacturer narrative:
The stim lead body outer insulation was damaged at the depth stop site. Impressions from over-tightening of the depth stop were observed on outer insulation of both returned leads, about 2.7cm from the proximal end.

Event description:
Please see report number 2649622-2016-02650.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.